Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a heavily calcified, 80% to 90% stenosed, proximal to distal right coronary artery (rca). Three unspecified stents were implanted to cover the lesion. A 4.00 x 20 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation. The bdc was advanced to the lesion, inflated to 18 atmospheres, and would not completely deflate. Several unsuccessful attempts were made to completely deflate the balloon. The bdc was then retracted back into the unspecified 5f guide catheter as far as they could get it and they were removed from the anatomy as a unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.